Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-rays provided identified eccentric lateral positioning of the femoral head within the bipolar shell, indicative of liner wear. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the hospital discarded it as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item #: 00500104500, shell 45 mm o.d. Lot #: 63224524, item #: 00801802802, femoral head 12/14 taper, lot #: 62603970, item# 00811400200 femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length lot#63599524.

Event description:
It was reported that patient underwent a revision approximately 1 1/2 years after initial implantation due to patient pain and wear in acetabulum. Attempts to obtain additional information were made; however, none was available.